Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-17229. It was reported the pt states her drop foot symptoms become worse while using system stimulation. A sjm rep was unable to resolve the issue with reprogramming. The pt was advised to turn off stimulation. F/u identified the pt is to have an emg. Additionally, the physician decided the pt's right side stimulation should be completely turned off to determine if ceasing the stimulation will resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.